Event description:
Customer contacted haemonetics on (B)(6), 2009 reporting a blood spill within their orthopat machine. No injury or reaction was reported.

Manufacturer narrative:
Evaluation of the returned device confirmed a major blood spill. Issue caused damage to the power supply and various other components. Haemonetics (B)(4).